Event description:
Complainant alleged that while attempting to defibrillate an elderly pt in cardiac arrest, the device failed to discharge via paddles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. During testing of the device at the biomed facility, the reported malfunction was unable to be duplicated.